Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the thermal damage was identified prior to reprocessing. It is unknown if the instrument was inspected for any damage prior to reprocessing. Arcing was observed during the procedure, it was reported that is unknown if the thermal damage was noted before or after the arcing event. The surgeon believes that the arcing event was caused by using vio3 while the instrument was wet with water. The instrument was inspected prior to use and there should be no abnormalities. After the procedure the instrument was inspected by a nurse. There was no instrument collision and no patient injury. The instrument is available for return and there are no photographic images for review. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding base of the pulley was charred was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument pulley cover was charred. There was no report of patient involvement.